Event description:
"After placing the aspirating needle through trocar, a black piece of material noted on the uterus, removed with grasper at that time, piece was missing on trocar seal."

Manufacturer narrative:
Product has not yet been returned for evaluation. A follow up report will be issued, upon completion of evaluation.